Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had melted plastic at the distal tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument and completed the device evaluation. The instrument was evaluated and found to have localized melting. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed electrical continuity tests. Additional observations related to customer reported complaint: the instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The components adjacent to the yaw pulley show thermal damage. The instrument was found to have damage of the conductor wire¿s insulation at distal clevis. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damage, but the wire was not torn or fully broken. The instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation show damage which may indicate potential damage during use. The instrument was also found to have thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. Material appears to have burnt off from the charring that occurred near the yaw pulley. The conductor wire was not broken at the weld. Components adjacent to the distal pulleys show thermal damage. Additional findings not related to customer reported complaint: the instrument was found to have corrosion/contamination on the bearings. Input disk bearings exhibit orange discoloration. The corrosion was observed to be found on both the outer and inner ring components. Isi followed up with the initial reporter and obtained the following additional information: the plastic appeared to have melted following the case. It was noted to have melted by the staff. There was no damage out of the blue or collision. The instrument was returned.